Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during diagnostic microbiological examination, the colonovideoscope tested positive for >25 colony forming units (cfu) of pseudomonas aeruginosa. The results of the culture test were received for the intended lab demonstration. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.